Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. Review of the presenting electrogram (egm) showed appropriate sensing and no noise. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).